Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and had blank display. The customer¿s blood glucose was unknown. Customer reported that she was hospitalized for diabetic ketoacidosis in the evening around 8 or 9 at night of (B)(6). Customer reported that he was hospitalized from (B)(6) to (B)(6). Customer reported that she was admitted to hospital after going to emergency room. Customer had flu like symptoms but was told she had diabetic ketoacidosis customer reported that she was in intensive care unit as she was extremely dehydrated. Customer removed pump and put on insulin drip. Customer reported that she was wearing pump at the time of hospitalization. Customer reported that she does not believe she had a pump failure, no episodes since then. Customer declined the troubleshooting for the pump. Customer mentioned this hospital visit so felt it needed to be documented. The insulin pump will not be returned for analysis.